Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient's blood backed up and was noted to have gotten past the back check valve in pca set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of backflow was visually confirmed. The set was received with blood in the tubing above, below and inside the check valve component. Inspection of the check valve showed no errors with its assembly or orientation placement. Functional testing was not able to be performed due to inability to clear hardened blood from the tubing and check valve. The root cause of the customer¿s report could not be determined.